Event description:
It was reported that pump screen lit up but remained black or blank, and this display problem affected customer¿s ability to interact with pump and read screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged shipment of replacement pump, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to return problematic pump within 10 days and to program pump settings and connect continuous glucose monitor on replacement pump.